Event description:
During an initial implant procedure after closing the pocket, high pacing impedance was noted on the right ventricular (rv) lead. The pocket was reopened and high pacing impedance was again noted on the rv lead. Diagnostic imaging was performed and no anomalies were noted. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies.